Manufacturer narrative:
Revision occurred approximately 231 days after the primary surgery due to pain. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 231 days after the primary which occurred on (B)(6) 2025. No fall or other trauma was reported. Based on comparing usage forms only humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø32mm and humeral cup stability pe/ta6v ø32/+9 was explanted due to pain and replaced with fx v135 humeral spacer ta6v +9mm, fx v135 humeral cup 135/145° stability pe/ta6v ø40 +3 and humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø40mm. Fx v135 stem ta6v ø32/12 cementless ti/ha was not replaced.